Manufacturer narrative:
The date returned to manufacturer was documented as (B)(6) 2015 in the previous report. It has been updated to reflect that the device has not been returned to date. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional information: a voluntary medwatch report(ufr # (B)(4)) was it was reported that the event occurred during a craniotomy for tumor resection surgical procedure. The report stated that the physician was performing dura tack up holes, when it was observed that the drill bit device broke off. It was reported that the tip of the device that broke off was so hot that it burned a hole in the drape. It was reported that all pieces of the device were removed from the sterile field. The reporter stated that blue towels and ioban were placed over the hole in the drape. The intended procedure was craniotomy for tumor resection. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during an craniotomy surgical procedure, it was discovered that the burr device broke off inside the motor device. According to the reporter the burr did not fall into the patient but onto the drape. The facility is assessing if all pieces were retrieved. There was a three (3) minute delay reported. It was not reported if a spare device was available for use however the surgery was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the facility will be filing a voluntary report. However, the report was not provided by the reporter. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that there was no cutter present in the drill but the motor was loose from worn components which created low revolutions per minute (r.p.m). It was determined that this was due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.